Manufacturer narrative:
The t:slim pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a low blood glucose (bg) level of 65 (mg/dl). Reportedly, customer believed that the low bg level was caused by previous unspecified medical history; however, they did not clarify further. Customer consumed carbohydrates to treat their bg levels. Reportedly, customer was using u-500 insulin in the pump cartridges. Recommendation was made to consult with health care provider to discuss diabetes management.